Manufacturer narrative:
Reason why device has not been evaluated: the device has been repaired by a user facility's biomed. Carl zeiss service/customer care was not notified to perform a repair; a root cause has not been provided by the customer. The user facility has been contacted and the info, which has been gained in addition to the original medwatch, has been included in this document.

Event description:
A switch on a surgical microscope's food pedal was broken and needed to be replaced. The defect was discovered before starting a surgery but with the microscope having been draped and the pt having been set under anesthesia. The facility did not call a carl zeiss service technician to repair the defect switch, but asked a biomed to repair the device.